Event description:
The sales rep., reported on behalf of the surgeon that an intramedullary plug broke as the surgeon was inserting it. The surgeon reported that the plug felt brittle and broke into pieces. The surgeon further reported that all the broken parts of the plug were identified, retrieved and have been discarded. The surgeon reported that the surgery was delayed by approximately 5 minutes whilst replacement devices were sought.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device discarded.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was not confirmed. Device evaluation and results: not performed as no device was returned. Medical records received and evaluation: not performed and not relevant to this investigation, the reported product was not implanted. Device history review: DHR review was satisfactory. Complaint history review: a complaint history review confirmed one other similar event for the reported lot. The cause of the event cannot be determined as the item was not returned for evaluation. The exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics.

Event description:
The sales rep., reported on behalf of the surgeon that an intramedullary plug broke as the surgeon was inserting it. The surgeon reported that the plug felt brittle and broke into pieces. The surgeon further reported that all the broken parts of the plug were identified, retrieved and have been discarded. The surgeon reported that the surgery was delayed by approximately 5 minutes whilst replacement devices were sought.